Manufacturer narrative:
Device not returned.

Event description:
Complaint received that alleges "patient had surgery (B)(6) 2015 and attempted to get out of bed unassisted while wearing a 11-9114-9, trom advanced. In doing so, she fell, the brace bent, and she refractured her tibia.". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation. No indication device caused the event.